Event description:
Technical services received a call on 01/19/2012 from sales rep. It was reported that the lead has a problem. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).